Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported problem was able to be confirmed using remotefe 07/23/2025 at 11:39 am. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, erbe cauterized all ports and instruments without issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was getting activation errors with an m-02 fault. Prior to calling in, the customer power cycled the integrated electrosurgical unit (iesu) [erbe] and the fault came back. Technical support engineer (tse) had the customer hard power cycle the erbe and it faulted out again. The customer could not find the activation cable for the force triad. The customer was using all of their other vision side carts (vscs) for other cases. Tse suggested to use the force triad foot pedals to complete the case, but customer was not sure if the surgeon would use it in that configuration. Tse suggested to let the erbe stay powered on as long as possible and power cycle it again. Then, customer called back to see if the cable they found was the correct one to hook up the force triad but it was not. Customer did state that they have the force triad pedals in front of the console pedals for now. Later, customer called back again to report they did not have the blue energy cable to connect the force triad to the vsc. Customer stated when it was explained to the surgeon that they would have to use the force triad foot pedals laid down by their feet, the surgeon was not comfortable with this option. Additionally, customer stated they have one free system and asked if they could swap the vscs. Customer stated system sk0656 was free. Tse explained 4 of their systems were at p11b including system sk4752 which has the erbe error, but unfortunately the one system at p11 is sk0656. Customer asked if they could update that system. Tse viewed software and it was showing the p11b software update that was pushed to this system failed. Tse pushed the p11b software update to this system. Customer may perform software update on sk0656 to get it to p11b and then may swap vscs. There was no reported injury.